Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
Target lesion was aneurysm of internal iliac artery (prior to aaa stent grafting). The target vessel was not calcified. Total 15 coils (B)(4) were used for the procedure. Among them, the physician noticed the delivery tube was separated after removed from the pt (complaint product). It was unk when the separation occur. The product was entirely removed from the pt. The microcatheter used was prowler lp es. The procedure was completed successfully without pt injury. The product was new. All the products were prep per IFU. During prep, no damages were noticed on any of the devices. A constant flush was maintained at all times through all the systems. During insertion, both products were lubricated with saline. During delivery, all IFU guidelines followed. No info was obtained about if the extra torque or any force was applied. After delivery, all IFU guidelines were followed in order to secure the coil introducer from dislodging from the delivery system. No further info was available.